Event description:
The customer reported the poor image quality. No injuries were reported.

Manufacturer narrative:
The ge service rep could not duplicate. He adjusted workstation ps1 and mainframe ps1 and ps2. He checked all cables for proper seating, reseated video comptroller and the image processor pcbs. System function as intended.